Manufacturer narrative:
(B)(4). Patient weight is (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the surgical intervention performed to resolve the perforation was a single coronary artery bypass graft. Post-procedure lab values ((B)(6) 2016) were abnormal; hemoglobin was low (10g/dl) and platelet count was elevated (570). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guiding catheter: guideliner; stents: 4.0x16 rx graftmaster; 3.5x16 rx graftmaster. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster devices referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with a free perforation in the heavily calcified mid right coronary artery (rca). Three rx graftmaster covered stents (2.8x26, 4.0x16, and 3.5x16) were each advanced and deployed with difficulty due to lesion location in the vessel and poor guide support; a guideliner helped facilitate advancement and deployment. Each stent was implanted but the perforation was not sealed. Reportedly, while more than one graftmaster was planned for perforation coverage, it is reportedly unclear if each graftmaster stent worsened the perforation or if these stents were not fully apposed to the vessel wall due to heavy calcification. The delay in delivering the graftmasters resulted in surgical intervention to repair the perforation. The surgery resolved the perforation. The patient was discharged in stable condition. No additional information was provided.